Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure a stone was captured within the bile duct. When the handle was operated in an attempt to crush the stone, the handle cannula broke and the tip did not detach. The physician cut the handle of the device and removed the outer sheath. The device was then removed from the papilla of vater by pulling the basket wire slowly. The procedure was completed with this device. The device was tested prior to use and no anomalies were reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure a stone was captured within the bile duct. When the handle was operated in an attempt to crush the stone, the handle cannula broke and the tip did not detach. The physician cut the handle of the device and removed the outer sheath. The device was then removed from the papilla of vater by pulling the basket wire slowly. The procedure was completed with this device. The device was tested prior to use and no anomalies were reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found the device to have been separated at approximately 4cm distal the heat shrink. The wire basket assembly was pulled 122cm from the coil assembly. The coil and wire assemblies were kinked and bent. The side car-rx presented approximately 17mm push back. The handle cannula was found to be pulled out of the finger ring portion of the handle assembly and the cannula had been pulled distally into the coil assembly. The basket tip was intact and the basket wires were bent and folded over. The handle cannula presented deep score/drag marks from the dimples to the proximal end as the cannula had been forcibly pulled out from the set screws. The dimples were found to be properly formed and the set screws had been correctly placed in the center of the dimples during the assembly process. The set screws appear to be properly seated into the handle. Measurement of the set screw depth was within specification, and found that the device was properly assembled. The evaluation cannot determine precisely how the handle cannula failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause classification for the reported failure is operational context. A device history record (DHR) review of lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of tip won't detach. (B)(4) for the reported event of handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.